Event description:
It was reported to medtronic minimed that the customer reported receiving battery failed alarm and experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, was hospitalized and was treated with intravenous insulin infusion. The customer also experienced symptoms like vomiting, dehydrated and was felling sick/unwell at the time of hospitalization. The event involved product(s) mmt-332a, mmt-399a, mmt-1880. Troubleshooting was performed. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries and restarting pump. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer declined to continue with troubleshooting for hyperglycemia. No further patient complications were reported. No product return is required for mmt-332a, mmt-399a. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with unexpected failed battery alert/battery failed alarm during boot up. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to unexpected failed battery alert/battery failed alarm. Unable to download history files and traces using thump due to unexpected failed battery alert/battery failed alarm. Unable to upload pump to carelink due to unexpected failed battery alert/battery failed alarm. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.04 mv). A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and unexpected failed battery alert/battery failed alarm was noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no unexpected failed battery alert/battery failed alarm noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and unexpected failed battery alert/battery failed alarm was noted. Unexpected failed battery alert/battery failed alarm was confirmed, suspected on the pcba 2. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment; however, a partially broken retainer was noted during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Retainer ring damage (a partially broken retainer) was confirmed. Unable to verify customer alleged for high bgs/dka. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to unexpected failed battery alert/battery failed alarm. Unexpected failed battery alert/battery failed alarm was confirmed, suspected on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.